Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient's ins or recharging has not worked in years. Caller mentioned patient is elderly and has difficulty getting around, and has not seen managing hcp since this started. Patient did not bring recharger to appt so unable to troubleshoot further. It was reported that patient stopped using their spinal cord stimulator(scs) about 2 years ago (pt also said about 1 year ago) becau se their scs "quit working." Pt said they thought it quit working, but the pt met with an hcp about a week ago who performed a x-ray and told the pt one of the leads looked dislodged in their back. Pt mentioned they had pain in their right leg and wanted to see if the scs could be reprogrammed to cover pain. Pt said both their ins and their controller were charged, they had their therapy on, but the therapy did not cover pain. The patient was redirected to their healthcare provider to further address the issue. Pt said dr. Maruti kari was their implanting hcp, but they lived far away. Pt requested physician listings.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), product type lead product ID: 977a260, serial# (B)(4), product type lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 10-mar-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the x-ray showed that the device was disconnected, but a late CT scan showed the device was not disconnected. The patient stated that they think the device needs relocating, and they are contacting an hcp. They stated that they recharged the device, and it still doesn't work.

Manufacturer narrative:
Continuation of d10: product ID: 3777-45, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they needed recalibrating and rep did that for them. Issue is resolved.